Event description:
I started skin tightening treatments for my neck at (B)(6) on (B)(6) 2023. After the third treatments I experienced unusual daily fatigue and shortly afterwards my feet, legs, and thighs became extremely swollen. Right now the swelling is so severe it is painful and a struggle for me to walk. Worst of all my doctor at (B)(6) has diagnosed me with graves¿ disease due to high tsh test results. During the exam the doctor noted nodules on my thyroid. I have never experienced any of the conditions mentioned above prior to these treatments. Before I agreed to the treatments I asked them if the treatment could impact my thyroid. The (B)(6) estheticians assured me the treatment was FDA approved and was used safely for years. That has not been my experience and the treatment has seriously impacted my health. (B)(6) advertises professional grade FDA cleared device for radiofrequency microneedling.